Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor assembly was returned deformed and fractured. Bio debris is on and in the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a long head of the biceps tendon tenodesis, the surgeon tested the integrity of the footprint ultra peek suture anchor and found that it failed, indicating it had pulled out or otherwise become unusable. The implant was fired when testing, and did not make contact with the patient. The procedure was resumed using an equivalent sn back-up in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.